Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported receiving a motor error alarm from the insulin pump during prime. The customer reported then receiving a no delivery alarm from the insulin pump. There was no significant event reported leading up to the motor error alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 168 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.